Manufacturer narrative:
On 10/1/2019, additional information was received indicating the patient also experienced ptosis. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was erroneously omitted in the previous report submitted on 10/18/2019 that the patient also experienced capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 250cc, catalog number: 3501635, serial number: 6514832-063. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 200cc, catalog number 3502200, serial number (B)(6) (l) and (B)(6) (r) on (B)(6) 2019.